Event description:
Pt with acute myocardial infarction was agitated and confused. Foley catheter was correctly tested and placed without trouble, but when nurse attempted removal, the retention balloon would not deflate completely. Multiple and various attempts including cutting off the valve did not deflate catheter balloon. Pt was guite agitaated and in great pain 2 degree to manipulation attempts. Foley was left in place overnight in hopes that the balloon would drain overnight. Pt continued quite agitated all night and the next morning his EKG showed high cardiac ischemia again. Foley removal was again attempted in the am, foley was finally removed with balloon patially inflated. Pt had quite a bit of blood loss. Pt was transferred the same am to another hosp so that he could receive central pressure monitoring as he could not report pain himself and was ischemic again.